Event description:
After delivery of external defibrillation therapy, pacing failure and interrogation failure relative to the subject device were reported. Electro-cardiogram analysis indicated that the device was not delivering pacing therapy. Multiple attempts to interrogate the device, also with a second programmer were unsuccessful. Reportedly, the patient died on (B)(6) 2013 due to ventricular fibrillation.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.